Manufacturer narrative:
Investigation: x-inspect returned samples. Analysis and findings: complaint (B)(4). Distribution history: this complaint unit was manufactured at in 2002. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log (B)(4), this unit was at csi on 10/01/2021. Visual evaluation: visual examination of the complaint unit revealed physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint units' inlet and insulator tubes was slightly bent over. Root cause: a bent inlet and inusltor tube will throw off the positioning of the triggers and affect proper function. The root cause for this complaint condition is being attributed to wear and tear as well as handling. This unit has been in service for 19 years. Was the complaint confirmed? Yes. Correction and/or corrective action the unit was repaired, tested and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary.

Event description:
Freeze button on wand won't release. Leaks. Order: (B)(4). Confirmed complaint: insulator and inlet tubes have a slight bend in them throwing off the position of the triggers. 1216677-2021-00246 ll100 cryosurgical 900001 (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
Freeze button on wand won't release. Leaks. Order: (B)(4). Confirmed complaint: insulator and inlet tubes have a slight bend in them throwing off the position of the triggers. Ll100 cryosurgical 900001, e-complaint (B)(4).